Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx aspiration catheter (catrx) from an indigo system catrx kit. During the procedure, it was reported that the catrx would not cross the lesion. Therefore, the catrx was removed.

Manufacturer narrative:
Results: the catrx had bends along the length of the catheter. There was no visible damage to the guidewire lumen. Conclusions: evaluation of the returned catrx revealed that the catheter had bends throughout its length. This damage likely occurred from packaging the device for return. Further evaluation revealed no visible damage to the guidewire lumen. The reported complaint could not be confirmed. Penumbra catheters are visually inspected during in-process and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.